Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door operation was verified. The re presentative needed to manually cycle the rotor and door to home. Home was then invalidated and the motion was re-calibrated to resolve the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was malfunctioning. The gantry door was not closing all the way. There was no patient involved.